Event description:
Customer reported the insulin pump alarmed "no delivery." Troubleshooting was performed. Customer's blood glucose was 290 mg/dl. Alarm and possible causes were explained to the customer. Customer was advised to disconnect and reconnect tubing and reservoir. Connection was verified by tugging on the connector. Customer was advised to manually push. Customer was explained the reservoir or tubing might have an occlusion. Customer was advised to do a complete set change. Customer was advised to run another manual prime the device did not alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.